Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 2.50x24mm taxus liberte drug eluting stent (des) was advanced to the left anterior descending artery (lad) which was totally occluded and the stent was fully deployed at 16atms. The stent delivery balloon was then deflated but the physician was unable to pull the balloon back. The balloon was inflated again and the deflated but the physician was still unable to pull the balloon back. The physician then tried three times to pull negative pressure on the balloon but the attempt was unsuccessful. It was noted that each time the physician pulled negative pressure, the guide would move down the vessel, so the physician held the guide and pulled hard on the stent delivery balloon and successfully removed the device. No pt complications were reported with the pt's current condition listed as "ok".

Manufacturer narrative:
The complaint device was not returned for analysis, therefore a technical analysis could not be performed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context.